Event description:
Information received indicates the caster would continue to rotate if the stretcher was pushed side when the brake was locked.

Manufacturer narrative:
The technician found the caster was worn. He replaced the caster to repair the bed.